Event description:
It was reported that when stimulation was turned on and adjusting one program for example, on the lead over the top of the head, the patient would feel the effects in the jaw. It was also noted that when increasing voltage on one lead the patient would feel it another lead. It was asked if the leads could ¿bleed¿ over one another. It was reviewed that typically depending on the programming and how many leads were programmed as well it typically wouldn¿t occur considering there was a distance between the leads and they were too far apart for that to be happening. It was further reported that the patient still felt the effects and stimulation at zero volts event when turning each program to zero volts. It was noted this had been happening since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2015-08185.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# va0m6e3, implanted: (B)(6) 2014, product type: lead. Product ID 3888-56, lot# va0n3rt, implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).